Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was noise noted on the right ventricular (rv) lead that resulted in some inappropriate therapy being delivered to the patient. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report, the same issue was previously reported as 2938836-2020-00958.